Manufacturer narrative:
MFR report# 1020379-2018-00057 is associated with argus case (B)(4), polident (unspecified denture adhesive or denture cleanser).

Event description:
I swallowed the polident [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident (unspecified denture adhesive or denture cleanser). Additional details: adverse event information was received on (B)(6) 2018. Consumer reported that "I want to say that I swallowed the polident and I would like to know if I have to go to a emergency room".